Manufacturer narrative:
(B)(4). Date sent: 04/17/2023. B3: only event year known: 2023. D4: batch # 178c07. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. The device was not returned. Visual analysis of the returned sample determined that one gst60b reload was received fully fired, with the pan bent, disassembled, and the reload body broken. In addition, another reload pan was received. No functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 178c07, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure: ¿a stapler malfunction occurred, which caused the stapler not to fire after being inserted into the patient. The scrub tech heard an audible click and confirmed that the staple load was lined correctly. The manual release button was used to unclamp the jaws from the tissue. No harm reached the patient or the staff members. The malfunctioning stapler was removed, and a new stapler was obtained to finish the procedure.¿